Event description:
Consumer reported complaint for error messages (e-0 and e-2). The customer is currently using test strip lot number my4464s, manufacturer's expiration date of 02/27/2023. The product is not being stored according to specification (kitchen). The customer feels well and did not report any symptoms. Customer stated that she does have an issue with her blood glucose dropping low and so needs to be able to test. Customer did report past medical intervention. Customer stated that on (B)(6) 2022 she had been on the telephone with the pharmacy regarding a prescription. The customer had sounded confused while speaking with the pharmacist and the pharmacist had contacted the paramedics. When the paramedics had arrived at the the customer's home they tested her blood glucose using their meter and the result had been 64 mg/dl. Customer stated the result using the true metrix meter had also been 64 mg/dl. The diagnosis was hypoglycemia and customer was given jam to raise her blood glucose. When the paramedics had tested her blood glucose again the result had been 138 mg/dl. The customer did not have to go to the hospital. Customer is not currently using the same vial of test strips as at the time of the medical intervention. Customer was not able to provide lot information for the test strips she had been using back in (B)(6) 2022.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event is being submitted due to pharmacist contacting paramedics on behalf of customer due to symptoms. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.